Event description:
It was reported that the customer was receiving recurring battery out limit alarms. Explained causes of the alarm and how to clear the alarm. Advised customer to use energizer alkaline batteries only. The customer's blood glucose was unknown. The customer also received a button error alarm and stated that buttons were not responding at all. Advised customer that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit received with currents in spec. No unexpected battery out limit. No button error alarm. Intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip.